Event description:
The philips field service engineer was evaluating an etco2 issue when a dead battery was discovered and showed shorted in the cadex. This was found in servicing and no patient involvement.

Manufacturer narrative:
(B)(4). The philips field service engineer was evaluating an etco2 issue when a dead battery was discovered and showed shorted in the cadex. This was found in servicing and no patient involvement. The philips field service engineer isolated the issue to the battery. Note the battery was 2 years old. The battery was replaced to resolve the issue. The device passed all performance testing and was returned to the customer. We will consider this malfunction of the battery where the battery was found dead in servicing and had a shorted message on the cadex.